Event description:
After surgical implant and extended recovery period, pt continues to experience pain and discomfort in the abdominal region. Reason for this submission is to determine if the product has been recalled or if other pts have reported adverse effects of this particular implant. This inquiry is a fact-finding mission only to determine if others have experienced similar discomfort with this particular product implant. Diagnosis: ventral hernia.